Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, there was a fluid leak from the intellamap orion catheter handle, and the luer fell off. No patient complications occurred. A different catheter was used to complete the procedure. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the device had several kinks in the main shaft. The luer was damaged and had fallen off.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, there was a fluid leak from the intellamap orion catheter handle, and the luer fell off. No patient complications occurred. A different catheter was used to complete the procedure. The device has been returned for analysis.